Event description:
Far-field oversensing can be seen causing inappropriate mode switching. Additionally, there are times when the atrial marker channel marks an as event occurred, but there is no deflection visible on the ra intracardiac channel. This presentation caused confusion for the clinical staff. Pacing impedance is steady and within normal range. The atrial sensing amplitude trend has trended around 1.0 mv for the last 6 months and is consistent with sensing tests performed on (B)(6) 2025. Lead remains implanted.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 21st of august 2024 and 13th of april 2025 recorded a stable pacing impedance of 500 ohms. The analysis of the provided iegm episodes revealed far-field oversensing on the ra-channel which led to inappropriate mode switching. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.